Event description:
Sponge - x-ray detectable was split into two pieces. Discovered on sponge count by rn circulator potential for injury, since x-ray line on one side of sponge when intwo pieces x-ray part not on one piece. Count was correct before case continued. No injury to patient but potential for retained sponge if not discovered.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing. Conclusion: device failed just prior to use, device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.